Event description:
It was reported that the patient fell and developed a sub-dermal hematoma. Right ventricular (rv) lead was fractured and had high I mpedance. The lead was capped and was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: ksr901 implantable pulse generator (ipg) (B)(6) 2006. (B)(4).